Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: -ensure proper power condition at site (proper grounding & no voltage fluctuation). -prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) checked the camera head and found an e226 (scope communication error). The reported issue was observed during routine inspection by the technician. There was no procedure or patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation was unable to confirm scope communication error (e226). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.